Manufacturer narrative:
Date sent to the FDA: 10/04/2022.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent revision surgery and recurrent hernia repair surgery on (B)(6) 2013 during which the surgeon noted ¿the mesh was incised entering the hernia sac and there was dense adhesions to the liver which about a third of the liver was going up into the hernia defect. There was colon going into the defect as well as a portion of the stomach. He carefully took down the adhesions.¿ it was reported that the patient experienced severe pain, nausea, bulging, abdomen hardening, constipation, chills, inflammation, loss of appetite and extreme weight loss. No additional information is provided.